Manufacturer narrative:
Age/ date of birth: unknown, information not provided. Gender/ sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to anisometropia. The replacement lens is the same model, but lower diopter (21.5). No medical intervention performed. Patient is fine post-exchange. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
Additional info: based on receiving new information, the following fields have been updated accordingly. Age/date of birth: (B)(6). Sex/gender: female reporter : dr. (B)(6), health professional, physician. Device available for evaluation; returned to manufacturer on: 1/27/2020. Device evaluation: the product was returned to the manufacturing site in a plastic bag with the wheel case insert. Visual inspection at microscope magnification was performed: the lens was cut into pieces which could be related to the removal process. Lubricant material residues and loose particles can be observed on its surface. Based in the information provided there is no issue to verified and product quality deficiency was not identified. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.